Manufacturer narrative:
The complaint of particulate matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The complaint involved a chemosafelock bag spike. The complaint happened on an unspecified date. It was reported that they found impurity foreign matter suspended while mixing the drug solution after preparation. The foreign matter was confirmed in a saline bag, which show similar spectrum to the saline bag port part. There was no patient involvement and no patient harm.